Event description:
The customer reported that the system database information was not accurate. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the system software and replaced the isolate interface board. The system was tested and found to be working as intended and put back in service.